Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Interrogation revealed loss of left ventricular (lv) capture and that the lv lead dislodged into the atrium. The lead was replaced on (B)(6) 2019. The patient was stable.